Event description:
Device report from synthes europe reports an event in (B)(6) as follows: implant was misaligned with the aiming arm. On (B)(6) 2013, upon extraction, it was noted the a2fn had splayed in the proximal threaded part of the cannula where the connection screw engaged. The procedure was completed with a second implant of slightly different specifications, 11mm diameter versus the first nail which was 12mm. The second implant was also used with a different a2fn instrument set.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.